Event description:
The valve was explanted due to paravalvular leak. Intraoperatively, posterior dehiscence was noted approx around one-third of the valve. There was no vegetation but the tissue was "soft and friable" posteriorly. The valve was replaced with a 33mj-501.